Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# v043765 implanted: (B)(6) 2007 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jun-2011, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that the patient said the leads have traveled and they are no longer working as  7 or 8 of the electrodes are not working and they showed up black, her urogynecologist tested them a couple weeks ago. Certain positions affect the stimulator. Standing on hard surfaces she can't do or laying down. The stimulator not functioning properly. When she showered a few weeks ago when she stood up on her feet it was causing numbness in bladder area, and decreased the function of the stimulator. Showered on friday and created or feel numbness in the bladder. Has numbness on left side of finger and trying to do stuff on right side of hand and think it is due to the electrodes. The symptoms happen after she gets out of the shower. Patient said, she had to turn the stimulator off and on to get a jolt. It is like a car battery to reconnect. The issue "it has been like months". She wants to know if she should sit in a shower chair, or if she should turn the stimulation up.  The doctor doesn't know if the lead is damaged but they think it has moved. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.